Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her tubing released from the cannula and detached closed to the site twice while she had the infusion set on. The first time, the tube was hanging, and the other time, she woke up and noticed that it was not connected. The site location was abdomen and the pump was maybe in her pocket but on the same side as the site. The infusion had been in use for less than three days. The first time, the issue occurred during her normal activities and the second time, it happened while she was sleeping. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.